Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23jan2019. The customer reported that the unit has been returned to clinical use. Replacing the power management printed circuit board resolved the problem. There were no secondary issues that needed to be addressed.

Event description:
The customer reported multiple failure codes in the significant event log; 111b - 35 v supply failed, 1104 - backup alarm failed, 1115 - auxiliary alarm supply failed. There was no patient or user harm reported. The event date was not specified; estimate used.